Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring at 2000 ohms on this right ventricular (rv) channel. The patient received an alarm in august for out-of-range rv impedances and that the device had not been interrogated since then. This rv lead currently remains in service. No adverse patient effects were reported.